Event description:
When pre-filling a new medtronic infusion set (minimed sure t 32" 8mm, mmt-876a) I noticed it would not allow the insulin to enter the section of tubing past the connecter going into the infusion set. I called medtronic tech support to request a replacement. They offered to send me a different set: 21", 6mm. I told the person that was not ok, that it had to be the 8mm steel cannula to work properly, and 36" tubing to be long enough to suit my tall body. Again, they said only the shorter cannula and shorter tubing was available through tech support. I told them they did not have the authority to change my prescription and they needed to replace the defective item with the same item. Again, they said it could not happen. I told them I would have to report this attempted change of my prescription to the FDA and asked them to send me an email detailing how they would resolve this problem and letting me know when to expect the proper replacement product. In the end, they called and said they would send me a full box of the proper replacement. It is not okay for tech support to change a prescription item to a different item. I should not have to argue with the company about this. Substituting a shorter cannula can cause a change in insulin absorption or can allow the cannula to come out of the skin, both of which are unsafe for the user. This issue needs to be addressed with medtronic so this never happens again to any customer. FDA safety report ID # (B)(4).